Manufacturer narrative:
The ascendra balloon catheter was returned to edwards lifesciences for evaluation. Preliminary visual and dimensional evaluation revealed a longitudinal tear that propagated radially. The measurements were slightly over specifications due to excessive wrinkles on the balloon. No other abnormalities were observed. The investigation is ongoing.

Event description:
During deployment and nearing the end of inflation during a transapical tavr procedure, the balloon on the ascendra delivery system ruptured. Per report, the valve was able to be deployed and seated in the ideal position. A post deployment echocardiogram demonstrated mild-moderate paravalvular leak (pvl). A 23x4 edwards bav was used to post dilate the valve. A repeat echocardiogram showed the pvl had reduced to trace. The balloon burst was attributed to the patient's severely calcified aortic valve and sinotubular junction (stj).

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The device was returned to edwards for evaluation. During visual inspection of the device, a longitudinal tear that propagated radially was observed. No other abnormalities (i.e. Fish eyes, scratches, or gel spots) were observed. Dimensional analysis was performed on the balloon wall thickness. Measurements could only be taken on the single wall dimensions due to the condition in which the balloon was returned. The single wall thickness was measured on the left and right side of the longitudinal tear to obtain measurements of the proximal, middle, and distal sections of the balloon. These measurements were added to calculate the double wall thickness and compare to specifications. These measurements meet manufacturing specifications. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. The complaint was confirmed, but no manufacturing non-conformities could be found in the returned samples. We can speculate that the root cause is related to the rationale outlined in the technical summary referenced above. Available information suggests that patient factors (severely calcified aortic valve and sinotubular junction) caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. The complaint history did not reveal that the occurrence rate exceeds control limits. Therefore, no corrective or preventive action is required.